Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving morphine (40 mg/ml at 9.7 25mg/day) and bupivacaine (40 mg/ml at 9.725mg/day) via an implanted pump. It was reported the patient was not getting good pain control with the current catheter. There were no falls, emi, or patient compliance. A catheter access port was attempted prior to surgery by the hcp but no results were provided. The old catheter was removed today and a new ascenda 8780 catheter was implanted. It was noted the issue was resolved.